Event description:
Ous MDR - it was reported that the ICD could not be interrogated after an implantation time of 7 months. No deterioration of the patient's state of health was reported. This device was returned for analysis, but no explant date was provided.

Manufacturer narrative:
After its receipt, the ICD was first visually inspected. In the process, the sparkover traces were noted on the ICD housing. The dot-shaped site of locally melted titanium indicates a sparkover during a shock delivery between the housing and the hv conductor of the lead. In agreement with the clinical observation, interrogation of the ICD was not possible. Therefore the ICD housing was opened in a next step, and the inner structure was examined. During the inspection of the electronic module, damage to the final shock stages was detected. This damage indicates a shock delivery into an external low-ohmic shock path, matching the sparkover traces at the housing. The damage to the final shock stage resulted in a high current that led to the complete discharge of the battery. The loss of the supply voltage of the electronic module made interrogation of the ICD impossible. This damage manifestation indicates a damaged lead insulation in the area of the ICD pocket. This is not a device malfunction. There was also no material defect or manufacturing error.